Manufacturer narrative:
The reported "sidelock won't close" was verified during bench testing. The analysis revealed insufficient friction exists in the sidelock assemblly to ensure that the sidelock will remain closed on a chronic lead.

Event description:
At implant, when trying to lock the lead in with the sidelock (after putting silicone oil on the lead), the device could not fix the lead because the sidelock loosened upward. The device was not implanted.